Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the synchron lxi 725 clinical system. A patient sample when tested for accutni gave a result of 0.61ng/ml and upon repeat the next day it gave a result of 0.01ng/ml. The erroneous result was reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was li heparin plasma with out a gel separator and centrifuged for 10 minutes at 3000 rpms. Qc analyzed prior to the event was within the customer's established ranges. System check performed on (B)(4) 2009 was within specifications. A field service engineer (fse) was on-site (B)(4) 2009. Fse performed a system check which was within specifications. No hardware issues were noted. Fse discussed pre-analytical sample handling with the customer. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.